Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was not getting therapy for their back for an unknown amount of time (the patient could not remember). The rep met with the patient on (B)(6) 2021 and checked connectivity and impedances. High impedances (>40,000 ohms) were found on electrodes 4-7. The physician intends on revising the leads since the issue couldn't be resolved with troubleshooting. Additional information was received from the manufacturer representative (rep). The leads are believed to be the cause of the high impedances and the lack of therapy to the patient's back because the patient was in to see doctor stating his ¿coverage was not as good, as before my leads have been in for a very long time.¿ leads have been in since 2003- upon interrogation 1 leads impedances are all >40,000. Md has decided to bring him in for a lead revision. Patient's weight when they first noticed the lack of therapy to their back was unknown. No visual weight changes noted.